Event description:
During the exchange of the stent delivery catheter for the aspiration catheter the hypotube pulled apart, resulting in the occlusion balloon deflating during the procedure. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician inserted the stent delivery catheter and successfully placed the stent. The physician removed the stent delivery catheter and while removing the hypotube pulled apart, resulting in the occlusion balloon deflating. The physician attempted to insert the aspiration catheter and aspirate particulate, but was not successful. The device was removed and the pt is reported to be fine. After the procedure the technician looked at the stent delivery system and noticed that there was a hard plastic transition on the system and it had to be handled aggressively. The physician and the technician felt that the stent delivery system contributed to the failure.